Event description:
This lead was attempted, but not implanted on (B)(6) 2011. Lead had low p waves (0.3 to 1.2). Physician moved the lead several times and was unable to obtain adequate p wave values. When removed, the lead had a bit of blood and stringy material on the tip. Physician attempted, but was unsuccessful at removing the material from the lead. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).